Manufacturer narrative:
H10: on 06oct2023, the field service engineer (fse) went to the customer site and replaced the back light inverter printed circuit board assembly (pcba) and back light inverter cable. These replacements did not resolve the liquid crystal display (lcd) issue. The fse determined that the backordered lcd assembly was required to resolve the issue. The customer confirmed part was requested but is currently backordered. The repair for this unit cannot be conducted at this time due to the part(s) being on back order, this service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered lcd assembly aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: on 21dec2023, the field service engineer (fse) went to the customer site and replaced the liquid crystal display (lcd) assembly, user interface (ui) printed circuit board assembly (pcba) to lcd cable, lcd cable, ui pcba, and screw set. The fse completed a full performance verification test according to the manufacturer's specifications, and the device passed all of the testing. The device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the liquid crystal display (lcd) was too dark. The device was reported to be outside of use at the time of the reported problem. The philips field service engineer (fse) has ordered the lcd assembly, lcd cable, user interface (ui) printed circuit board assembly (pcba), back light inverter pcba, user interface (ui) to power management (pm) cable, ui to ground cable, and back light inverter cable. The investigation is ongoing.

Manufacturer narrative:
The replaced back light inverter cable was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the part was intact and there were no anomalies noted on the cable through visual inspection. With the suspect cable installed in a known working test ventilator, the pil tech verified that the backlight inverter cable operated as designed, allowing for a crisp set of graphics, a bright acceptable back light, and fully functional liquid crystal display (lcd). The test results conclude that no problem was found by the pil tech. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.